Manufacturer narrative:
Instrument was clogged with foreign matter and had not been cleaned or flushed properly.

Event description:
This forceps stuck while being used in the eye during an ophthalmic procedure. The forceps was able to be removed from the eye without injury to the pt.